Event description:
Boston scientific received info that the pt with this subcutaneous implantable cardioverter defibrillator (s-ICD) received two shocks and sought medical assistance for system eval. The pt reported the shocks had occurred after a shower while drying off. The device was interrogated, at which time t-wave oversensing was confirmed, due to a decreasing qrs amplitudes. All three vectors were reviewed with varying gains, to determine optimal programming options. Additionally, boston scientifics technical services was contacted for programming assistance so as to mitigate future inappropriate therapy. During a later in-office follow-up, vectors were again evaluated while manipulation of the device within the pocket; however, no noise or oversensing could be reproduced. Ts then confirmed the system had been reprogrammed to the secondary vector, during the previous follow-up, for reasons not stated or known. Both ts and the field representative agreed the autosetup programming selection of, primary with a 1x, was still the most optimal. No further adverse pt effects have been reported and the system has been reprogrammed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.